Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported prior to use, that vasoview hemopro 2 tip of the device is broken (metal cauterizing piece), and splintering off when opened to the sterile field during set up. Replacement device was used to complete the procedure. Patient was not yet in the or room.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6 code 2199 changed to 2645. The device was returned to the factory for evaluation on 08/23/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact clear hot jaw silicone insulation. The clear cold jaw insulation was observed to be peeled and detached from the tip of the cold jaw exposing the cold meta tip. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000412789 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported/analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.